Manufacturer narrative:
(B)(4). Device evaluated by MFR.:returned product consisted of a solent proxi thrombectomy system with no other devices. The pump, shaft, and tip were microscopically examined and there were no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that there was a loss of aspiration. An angiojet® solent¿ proxi was selected for a thrombectomy procedure. After priming, the device was introduced into the body. Aspiration was initiated and then lost. A second different angiojet device was attempted for use, but was unable to prime. It was unknown if a third device was used. There were no patient complications and the patient was fine after the case.